Event description:
The customer was hospitalized for dka. It was indicated that the customer was vomiting. The cause of the hospitalization was unk. The customer had a back up of manual injections. Troubleshooting was performed. The programming and histories on the pump were accurate. The lead screw was performed and passed. During testing the pump had an alarm. It was mentioned that the batteries were out for more than two hours. Advised the customer that the pump is working as supposed. Educated the customer on the two high bg rule.